Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and lost power without a low battery alert. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. The off no power and low battery alarms functioned properly. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.